Event description:
Patient presented to the physician with chest pain when taking deep breaths. Upon evaluation, the physician suspected the sense lead may have been placed in a lateral nerve branch, causing the pain. Physician brought the patient into the or a week later, removed the sense lead, placed and positioned a new sense lead, re-sutured, and closed.